Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts.

Event description:
The patient reported that the up and down arrow buttons were sticking; the issue began about one month prior to the contact with animas. He confirmed that he had no functional issues yet; he just had a difficult time getting a response on the first attempt.